Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the compact plus system (lot number 20724443, expiration date 04/30/2011). (B)(4). Other: na.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the compact plus system (lot number 20724443, expiration date 04/30/2011). (B)(4). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Customer reportedly received results of 281 mg/dl on the advantage system while using comfort curve test strips, and 128 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.